Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits.

Event description:
A report was received that during the patient's trial procedure, the physician nicked the patient's dura and there was a cerebrospinal fluid (csf) leak. Apparently, the patient went to the emergency room (ER) for severe headache and was given a toradol shot for the headache. The trial leads were pulled and the patient was reportedly doing well.